Event description:
It was reported that the insulin pump alarmed unexpected restart and buttons were unresponsive. Customer's blood glucose was 107 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform the a21 error test due to button keypad anomaly. No unexpected noise during testing noted and no damage found on the interface board. The pump has cracked case at display window corners, reservoir tube, broken battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.